Event description:
It was reported that "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Multiple staples were observed to be misaligned at the front of the cover block. The bottom component was observed to not be welded at the back of the cover block, allowing the staples to become misaligned and out of position. The bottom component was able to move when pressed, indicating no weld at all in the back left side of the cover block. Functional testing could not be performed, due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73d2400446 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/19/2024. DHR investigation did not show issues related to complaint. A corrective and preventive action (CAPA) was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming". No patient involvement.